Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as "low", and the meter bg reading was 592 mg/dl, with ketones at 0.4 mmol/l. An ambulance was called, and the paramedics administered intravenous fluids of saline, and the customer delivered a bolus via the pump to address the bg. System check did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.